Event description:
It was reported that the patient had a stable history, but recently had complained of increased spasticity. The physician aspirated the side port and got some drug/csf (cerebrospinal fluid) flow, but the patient had continued to complain, so the physician decided to replace the catheter. The pump was delivering baclofen. The patient status was reported as ¿alive ¿ no injury¿. It was later reported that it was unclear exactly what was wrong with the catheter; the cause and location of the issue was unknown. The patient had complained for a few weeks of increased spasticity despite a few increases in her dose. The physician got some flow from the catheter during the surgery, but decided to give the patient a new catheter. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient also experienced severe itching in "the last several weeks." The reporter was not certain of the catheter issues. It was replaced because the patient was symptomatic of baclofen withdrawal. The entire catheter was replaced. X-rays indicated an intact system and there was good flow with a catheter access port aspiration. At the time of this report, the patient was "good" and receiving effective therapy. It was also reported that the patient was taking aspirin 325mg and a multivitamin everyday at the time of the event. It was indicated that the device would not be returned to the manufacturer for analysis.